Event description:
Philips received a complaint on an intellivue mx450 patient monitor indicating that there were inaccurate blood pressure readings. The device was not in clinical use at the time the issue was discovered. No adverse event or patient harm was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.